Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, elevated metal ion levels, and metallosis. No revision is alleged. No further information available at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿material sensitivity reactions.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-00086/00087/00088/00089).